Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The getinge account manager visited the customer site and was advised that prior to the start of the procedure, the patient was very sick , and had occlusions of the left main and right coronary arteries. The customer indicated that they were not attributing the patient's death to the performance of the iapb as they had already done an internal review and determined that they were not going to report it to a regulatory agency, which would be required if they determined it was due to the performance of the iabp. Getinge did not service this iabp or evaluate it in connection with this complaint event; the customer relies on their biomedical engineer to service the iabp. Although a getinge service engineer did not evaluate the iabp, the account manager did attempt to reproduce the reported issue with a patient simulator and catheter at the customer¿s site and was unable to verify the issue. Per the getinge account manager, the iabp started, auto filled and pumped as expected. The full name of the event site has been shortened due to field character limit; the full name should read (B)(6).

Event description:
An internal review of intra-aortic balloon (iab) and intra-aortic balloon pump (iabp) complaints has determined that the following adverse event reported in a medical device report (MDR) under mw #2248146-2016-00052 also involved the iabp device which was previously not reported in an MDR; as a result this case is being reopened and reported now. There was a reported death that was not attributed to the iabp. It was reported that an iabp stopped working and alarmed during use. The iab catheter insertion for this procedure involved a ¿longer than normal sheath¿ due to the patient's ¿tortuous¿ anatomy. The augmentation was initially normal, but then appeared low. It was determined that there might be a problem with the pressure bag; pressure bag was replaced and augmentation appeared to be normal again. After approximately 15 minutes the pump stopped and alarmed "check iab catheter". The clinicians checked all connections, checked for blood in the tubing, and checked the position of the catheter. During this time, the patient's condition started to deteriorate. The clinicians checked the help menu on the iabp and attempted to restart the pump and received a "check iab catheter¿ message. The ¿check iab catheter¿ alarm could not be resolved and the decision was made to put the patient on a non-getinge iabp. Post iabp replacement to a non-getinge iabp, the patient coded and died approximately an hour later.